Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
A csf (cerebral spinal fluid) leak was reported. A revision was done to close the csf leak. The pump was used to deliver morphine additional information later reported the csf leak was at the distal spinal segment. There was no change to catheter. Additional information has been requested, but had not been received as of the date of this report